Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (unknown); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 day following the implant of this transcatheter bioprosthetic valve, a pseudoaneurysm was observed in the left groin. Thrombin was injected and hemostasis was confirmed. The following day an echocardiogram confirmed that the abnormal blood flow which had been flowing into the aneurysm from the main trunk had vanished. Approximately 3 months later, the patient did not present to the hospital for a scheduled outpatient appointment. The patient's family was contacted and confirmed that the patient had passed away that month after a sudden drop in blood pressure and urinary retention. The cause of death is unknown.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 day following the implant of this transcatheter bioprosthetic valve, a pseudoaneurysm was observed in the left groin. Thrombin was injected and hemostasis was confirmed. The following day an echocardiogram confirmed that the abnormal blood flow which had been flowing into the aneurysm from the main trunk had vanished. Approximately 3 months later, the patient did not present to the hospital for a scheduled outpatient appointment. The patient's family was contacted and confirmed that the patient had passed away that month after a sudden drop in blood pressure and urinary retention. The cause of death is unknown. Additional information was received indicating that following the procedure the patient was transferred to a different hospital for rehabilitation. Approximately 1 month and 2 weeks later, the patient developed anuria and showed a decline in consciousness levels. The patient was referred to another hospital the following day for further examination. An acute kidney injury caused by pneumonia was identified, and the patient was admitted on the same day. Fluid replacement therapy and antibiotics were initiated. As renal function gradually improved and the patient's overall condition stabilized, the patient was transferred back to the referring hospital approximately 3 weeks later for continued treatment.